Event description:
It was reported that when the nurse opened the package, the set screw popped out. The surgeon used a spare product instead. The procedure was completed with no problem.

Manufacturer narrative:
Device will not be returned for evaluation because it could not be located. The packaging was discarded by the hospital.